Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The buttons were not responding to their touch. The insulin pump was vibrating without an alarm or alert and a constant tone was occurring. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on escape and act button. No button error alarm and audio/beep anomaly noted during testing. Unable to perform any tests due to buttons unresponsive. Pump received with moisture damage on electronics and motor assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.